Event description:
Reporter alleged blood glucose results of 80 mg/dl, 105 mg/dl, and 30 mg/dl on the advantage system when tests were performed back-to-back. No serious adverse event was reported in connection with the alleged malfunction. The suspect device was unavailable for return; replacement product was sent.